Event description:
The hospital reported that during a multiple graft procedure, three heartstring seals did not unravel completely during removal. Two anastomoses were not damaged during removal. For the third anastomosis, the surgeon used a couple of stitches to repair the tear that had occurred during seal removal. No other pt complications were reported. This report is for the third seal that did not unravel and the surgeon used a couple of stitches to repair the torn anastomosis.